Manufacturer narrative:
Brand name corrected from sterling sl balloon dilatation catheter to sterling¿ sl. Upn- search corrected from unk671 - sterling sl - cmc - maple grove (peripheral interv) - 35000 to h74939148301210 - fg sterling sl otw,3.0mm x 120mm x 150cm - 39148-30121. Upn corrected from unk671 to h74939148301210. Device evaluated by MFR.: the returned product consisted of a sterling sl otw balloon catheter. The balloon was loosely folded and there was blood in the wire lumen. The tip, balloon, markerbands, proximal bond, inner shaft and outer shaft were microscopically and tactile inspected. Inspection revealed inner and outer shaft damage (buckling) for 1.5 cm located 11cm from the tip, the balloon was damaged (bunched up). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-10961. It was further reported that this device was used to complete the procedure in the following event. A 3.0mm x 120mm x 150cm sterling¿ sl balloon catheter was advanced for dilation. However, the balloon broke inside the patient. The device was completely removed and the procedure was completed with another 3.0mm x 120mm x 150cm sterling¿ sl balloon catheter. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Returned product consisted of 21.5cm of the distal inner shaft and a portion of the balloon. The inner shaft, balloon and tip were microscopically examined. The inner shaft was separated 21.5cm from the tip. The fractured/separated ends of the shaft were stretched and jagged which indicates the shaft separation was due to tensile forces. The proximal markerband, outer shaft, hypotube and hub were not returned. The shaft is buckled in numerous locations. The tip is damaged. The balloon is completely circumferentially torn 10.9cm from the distal tip, at the circumferential tear there is a 13mm longitudinal tear. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-nov-2017. This device was received with MDR ID# 2134265-2017-10961 with no reported issues. However, returned device analysis revealed shaft detachment/separation and longitudinal balloon tear with complete circumferential burst.